Event description:
The regional sales manager reported that the instrument broke during a total knee reconstruction procedure. The curved edge of the bone chisel broke off during the procedure. No pt injury was reported.